Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the display on the insulin pump is blank. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer inserted a new battery and a battery out limit alarm occurred. Customer would be receiving a battery cap replacement. Blood glucose value was unknown. Nothing further reported.